Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a crack in the right cylinder connecting tube was noted. The pump was removed and replaced, while the existing reservoir was kept in the patient and a new one was added to the system. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) pump underwent a thorough analysis. The component was microscopically inspected and leak tested; it was not functionally tested due to bodily fluid contamination identified within the component. A hole and a leak in its kink resistant tubing (krt) was identified; and additionally, it was noted that pump tubing was cut down to the pump block and not returned. Based on the information available and analysis results, the hole identified in the krt could have caused or contributed to the reported clinical observations.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a crack in the right cylinder connecting tube was noted. The pump was removed and replaced, while the existing reservoir was kept in the patient and a new one was added to the system. No patient complications were reported.